Event description:
It was reported that pump declared altitude alarm and customer experienced high blood glucose of 520 mg/dl. Customer gave correction injection using multiple daily injections and did not need help from any third party. Customer insulin delivery was not suspended at time of call, cts provided tips for preventing altitude alarms, caller understood and acknowledged, and caller was able to resume insulin with original cartridge.